Event description:
The customer reported that two (2) patient sample results were erroneously high for sodium (na) on the au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of injury, or death associated with this event. The customer did not provide demographics or patient data.

Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted the customer troubleshoot the au480 clinical chemistry analyzer. The customer found reference (ref) electrode pin was bent. The probable cause was identified as malfunctioning sodium (na) electrode and damaged ref electrode. The customer replaced the ref electrode and na electrode which resolved the issue. No further issue was noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).